Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the small bore feeding tube cracked at the top plastic part. Additional information provided by the customer stated that it was the y-port that cracked, it cracked all the way through and became detached during use causing the tube feeding to leak. There was no patient injury.